Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for abdominal aortic aneurysm and bilateral iliac aneurysms using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). The ibe device was used for the right side. In the left side, the device was landed in the external iliac artery (eia). Although this was an ibe case, internal iliac component was not used. Instead, a contralateral leg component (plc161000j) was implanted in the right internal iliac artery (iia). The patient tolerated the procedure. On february 1, 2024, an enhanced CT showed that the right iia aneurysm tended to be enlarged. On (B)(6) 2024, a reintervention was performed. The right iia was coil-embolized and an additional contralateral leg component was implanted to intentionally cover the right iia. The patient tolerated the procedure. The reporting physician commented as follows: details were unknown as the physician who performed index procedure had since retired. However, the sealing in the right iia was considered to be insufficient even in the index procedure because the right iia had been aneurysmatic at that time. It is believed that the ibe was used on the right side to avoid bilateral eia landing during the index procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.